Event description:
It has been reported to philips that the system did not boot up successfully, it got stuck at 00:00. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up, stuck. The review of the log file shows sib malfunctioning and network connection issue. Upon troubleshooting the system fse confirmed power supply was defective in the m- cabinet. To resolve the issue fse replaced poser supply in m-cabinet and the system was returned to use in good working order. The codes were updated based on the investigation outcome.